Event description:
Pt self tester reports discrepant results with meter. Date: (B)(6) 2010, inratio: 5.5, retest inratio: 4.9. Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.